Manufacturer narrative:
The stapler logs show a sureform 45 stapler instrument (part#: 480445-06, lot#: l11250123-0346) was installed on the system 3 times and fired 3 white sureform 60 reloads. There were no incomplete clamps or unclamps by this instrument. On each install, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon fired a white sureform 45 reload with a sureform 45 stapler instrument and the middle staples were malformed. As a result, gaps in the middle of the staple line were observed. The proximal and distal ends of the staple line were reportedly fine. There was minimal blood loss. The surgeon was able to repair the area by suturing. No errors were displayed by the system. The procedure was completed robotically. No unplanned tissue removal occurred. No clamping issues were reported prior to firing. No photos or videos are available for review.